Event description:
The manufacturer received information alleging a repetitive ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to a machine flow sensor drift being above the specification. The service technician states that the machine flow sensor, blower assembly, and system printed circuit assembly (pca) board were replaced to address the issue. Additionally, a low priority motor controller shutdown and sensor drift calculation error code were found in the device's error log. It is noted that the machine flow sensor, in-line filter, and in-line filter prox are clogged with dust. The unit passed final testing. No further investigation is required.